Event description:
Films were received and their evaluation was completed. Returned cta's from 11 years post-implant show that the aneurx bifurcate has migrated into the aaa sac. The neck diameter just below the renal arteries is approximately 35x45mm, and contains thrombus. The max aaa diameter is 8 cm. The bifurcate stent graft at the flow divider is kinked, and several of the bifurcate struts appeared to have fractured and separated from the aortic body. No endoleak is seen, but it is unclear if the aaa may be pressurized. The ipsilateral limb and extension was positioned within the right common iliac artery, and the contra limb was positioned in the left common iliac. Both limbs are patent. Distal to the limbs, the right common iliac is aneurysmal (4.5cm diameter) and the left common iliac is also aneurysmal (3.5cm diameter). There is also a possible fractured strut segment (unknown source) seen within the right common iliac aneurysm. The aneurysm morphology at implant, and earlier f/u films were not provided. The cause of the migration is uncertain, but likely caused by disease progression; neck dilatation. The cause of the stent fracture and severance is unknown; this may have been caused by aaa morphology changes, angulated neck, and may have occurred after the stent graft had migrated into the sac.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. An aneurx stent graft 20x375 aortic cuff was implanted distally for an unknown reason. Vessel morphology at the time of implant is unknown. Currently the vessel tortuosity is reported to be moderate, vessel calcification is mild, and the vessel diameter of the aortic neck was 32 mm. It was reported that a recent angiogram performed revealed that at the flow divider the stent separated from the graft material and is fractured. The abdominal aortic aneurysm has enlarged and there are bilateral iliac aneurysms distal to the original stent graft limb placement. The physician elected to embolize the patient¿s left hypogastric artery in preparation for placement of an aui with fem/fem planned on a future date. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: films.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure related to patient condition (anatomy related; disease progression with aortic neck dilatation).